Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: can confirm movement/shift. Inadequate imaging to assess pass criteria.

Event description:
It was reported that device shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. After release of the closure device, it was noted that the device shifted proximally no longer meeting position as part of the position, anchor, size and seal (pass). A transesophageal echocardiography (tee) was completed the next morning, and there were no changes to the device. There was no intervention required, and the patient was discharged home. The patient will be monitored at the follow up exam.

Event description:
It was reported that device shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. After release of the closure device, it was noted that the device shifted proximally no longer meeting position as part of the position, anchor, size and seal (pass). A transesophageal echocardiography (tee) was completed the next morning, and there were no changes to the device. There was no intervention required, and the patient was discharged home. The patient will be monitored at the follow up exam.